Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found - normal device function. Final device analysis of the catheter revealed no anomaly found - acceptable catheter testing.

Event description:
The patient's family member reported that the patient expired. The cause of death was unknown. The family member reported that the patient's death was device related and no device troubleshooting was done. The product was returned to the manufacturer from an unknown source. The return paperwork indicated that the death was not device related. The pump was used to deliver dilaudid and marcaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.